Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown). The chemotherapy was found only partially infused when the pump said that it was complete. There was no known patient injury or medical intervention associated with this event. No additional information is available.